Event description:
The pt reportedly wore the powerpak clipped to the inside of their shorts. While at the daycare and sitting at the table, it was reported that the pt expressed a level of discomfort that required the removal of the powerpak. The daycare providers received burn to the finger or hand while assisting the pt and observed a burn mark on their stomach, leg and arm. Ice was applied and the physician prescribed oral antibiotics for treatment of second degree burns.